Manufacturer narrative:
(B)(4). Batch #unk.

Event description:
It was reported that during a laparoscopic liver resection procedure, tissue pad fell off during activation. Case completed with ligasure. There were no patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pi1-12gbnic. Date sent: 7/25/2016.

Manufacturer narrative:
Pi1-12gbnicdate sent: 7/25/2016 - attachment: [pi1-12gbnic.4500150000-2016-8016.pdf].

Event description:
See attached user facility medwatch.